Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had been experiencing intermittent and positional stimulation. The pt also indicated he feels strong stimulation around his tailbone. A full parameter diagnostic indicated low impedance values on several contacts. The pt was referred for an x-ray of the scs system. The pt is working with his physician to determine a resolution.